Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). During the visit, the fse confirmed receiving error 154. The resonator was replaced. The console was then calibrated. It passed full functional and electrical safety testing. The resonator was returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual analysis was able to replicate the error 154 reported by the fse. It was found that the resonator control board had melted/burned components. The fiber coupler had signs of corrosion, and the power detector values on the board were off. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a preventative maintenance appointment, the field service engineer (fse) smelt and saw smoke coming from the console. Soon after, error codes 154 and 102.5 were received. There was no patient involved with the event.

Event description:
It was reported that during a preventative maintenance appointment, the field service engineer (fse) smelt and saw smoke coming from the console. Soon after, error codes 154 and 102.5 were received. There was no patient involved with the event.

Manufacturer narrative:
The console was not returned for analysis. However, this console was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the error code received as well as the seeing and smelling the smoke. The resonator was replaced and all calibrations were performed. The laser was working properly. Based on the information available, the cause of the reported event was traced to a component failure.